Event description:
It is reported that a customer's mother called to complain that her son was vomiting really bad and that the son's insulin pump does not work. The patient's blood glucose level was at 201 mg/dl. The caller stated that the insulin faced resistance when trying to push insulin from the reservoir into the infusion set. The customer changed the infusion set multiple times but the issue was not resolved. The customer is now using a family friend's insulin pump. The customer was advised to try to change the set one more time and was informed that a replacement pump will be sent out to them. The caller did not want to return the used reservoir and infusion sets back for analysis. No further information was provided

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.